Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a clave¿ neutral connector generated a leak during patient use. The report stated that the clave was leaking an epinephrine drip. There was no patient harm reported.